Event description:
Pt was having a mitral valve valvuloplasty in cardiac cath lab. The right atrium was perforated. A 6 french sidearm needle was being introduced through the sheath when the needle came out through the side of the sheath, as opposed to the tip of the sheath. Conservative treatment only was needed for the pt.